Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "surgeon removed an accolade femoral component due to loosening. The accolade threaded inserter was attached to the component and the back slapped out. This was after the head was removed with a drift. After the femoral component was removed, the liner was removed with an osteotome. It was then replaced with a 36mm x3 liner. The femoral was then implanted with a competitive stem and head."